Event description:
It was reported that left hip revision surgery was performed. Unclear what parts were involved in this procedure.

Manufacturer narrative:
It has been determined that this case represents a duplicate of MDR 1020279-2018-01176 and should therefore be disregarded.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no medical documents were provided for investigation. Therefore, the reported events cannot be assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.